Event description:
It was reported by the patient that the implantable cardiac monitor (icm) "was coming out by itself". The device was explanted. No patient complications have been reported as a result of this event.